Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, a red mark was present in the pt esophagus, the pt was not injured following the procedure and another capsule was placed successfully.